Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed. The blood glucose reading was over 600 mg/dl, which was treated with a manual injection. The customer advised that he had been off the insulin pump for 3 weeks. He stated that the insulin pump had alarmed after a battery replacement. He also reported that the insulin pump alarmed no delivery during the priming process, and upon troubleshooting, the device was primed successfully. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.